Event description:
The customer took a blood glucose test at 5:20. They called a nurse who advised them to go to the hospital. At the hospital blood glucose was 500 plus mg/dl on the customers device and in the 90's mg/dl on the hospitals device. No controls were in use. No treatment was received by the customer. A request was made for the return of the suspect device and replacement product was sent.